Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0867 inches. Possible over delivery anomaly not confirmed. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. Selected the suspend all delivery feature. The pump was suspended and monitored for 2 days. There were no unexpected bolus deliveries, basal deliveries or water exiting the infusion set noted during testing. Verified the summary history on the pump on (B)(6), 2024, and (B)(6) 2024, basal and bolus were listed as 0.000u / 0%. There were no unexpected bolus delivery anomaly or basal delivery anomaly noted during testing. A second pump history download was also performed successfully. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn (B)(4) and svn (B)(4) with the same event date on 23-may-2024. There were no boluses listed on the event date 23-may-2024 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 23-may-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-may-2024 in the pump history file. (B)(6)2024 13:43:01.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 13:59:01.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2024 01:40:16.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 03:46:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 07:45:20.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lost sensor alert - not confirmed. Sensor error alert (801) - not confirmed. Please see below pertaining to svn (B)(4) and event date 03-jun-2024. There were no boluses listed on the event date 03-jun-2024 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 03-jun-2024 in the pump history file. (B)(6)2024 15:50:15.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 03-jun-2024 in the pump history file. Please see below pertaining to svn (B)(4) and event date 06-jun-2024. There were no boluses listed on the event date 06-jun-2024 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 06-jun-2024 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 06-jun-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia) or high bgs. Possible over delivery anomaly not confirmed on svn (B)(4). While the pump was suspended, there were no unexpected bolus delivery anomaly or basal delivery anomaly noted during testing on svn (B)(4). Suspend anomaly not confirmed on svn (B)(4). Bolus delivery anomaly not confirmed on svn (B)(4). Basal delivery anomaly not confirmed on svn (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's insulin pump experienced over-delivery. The customer reported a blood glucose value of 11 mg/dl. The customer reported hypoglycemia treated with glucagon, hospitalization: overnight stay), and others. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-1884, and unomedical. The customer reported low blood glucose. The customer does not feel comfortable with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for unomedical.